Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt left home without a set of spare batteries, lost power and expired. The pt lost vad support and emergency medical services attempted to revive the pt.

Manufacturer narrative:
According to the info provided to the MFR, the lvad will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.